Manufacturer narrative:
D10: 170-28-00 - biolox delta femoral head 28mm od, +0mm: b198879. Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent conversion from an imfemoral nail to a left total hip arthroplasty. Subsequently, during physical therapy and weight-bearing, the patient experienced a midshaft femoral fracture. As a result, the patient underwent an attempted surgery the day after initial implantation which had to be aborted due to blood loss. No further patient impact reported. No further information available. The revision was completed at a later date.